Manufacturer narrative:
The software investigation involved design analysis and determined there was no software anomaly. The software was functioning as designed.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the surgeon moved the system and hit a wall. Representative was unable to replicate the reported issue. Re-homing was performed and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during electrode and probe placement, when moving the imaging system into room, the image acquisition system(ias) was stuck on initialization please wait. Rebooting the system resolved the issue and site proceeded with case. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.